Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the customer through the process. After the reset, the pump no longer displayed the error code, and the customer successfully started a new sensor session.